Event description:
The customer reported tpn was taken down to change the bag. The bag contained an extra 100ml. The same thing was noted the next day. The device was programmed and positioned correctly. The pump module was then changed. There was no patient harm. A third party investigation found no issues with the devices.

Manufacturer narrative:
Clinical education specialist. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported tpn was taken down to change the bag. The bag contained an extra 100ml. The same thing was noted the next day. The device was programmed and positioned correctly. The pump module was then changed. There was no patient harm.